Event description:
A customer observed patient samples results associated with the wrong patient demographics on the eciq analyzer. Mis-association of patient demographics and results may lead to inappropriate physician action. The pt result was not reported. There was no report of patient harm as a result of this event.